Manufacturer narrative:
Patient information unavailable. Device lot and expiration date unavailable. Device manufacture date unavailable.

Event description:
A procedure to treat a distal posterior tibial stenosis began using a turbo elite laser sheath. Patient developed cold foot after the case; extensive efforts performed in attempt to prevent amputation. Physician states he felt that the laser procedure resulted in an embolism causing the cold leg. Ultimately, amputation was avoided with aggressive treatment. Patient survived procedure.